Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and had small p waves. Troubleshooting was discussed but it is unknown if it was followed through. The lead remains in use. No patient complications have been reported as a result of this event.